Event description:
The physician's office reported that the patient complained of throat pain with vns stimulation and symptoms lessened after settings were decreased in september. Diagnostics were recently performed in october and all were normal. It was noted the patient was referred for full system replacement and is complaining of pain to the neck area. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.